Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that the data synchronized had failed due to slowness. A technical support specialist (tss) stated that the issue had been resolved, and the station was able to complete data synchronization and the upgrade successfully. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station failed data sync up due to station upgrade and lead to slowness. There were no adverse events or injuries reported based on this event.